Manufacturer narrative:
Additional information provided: death field, date of patient death (b2); serial number and expiration date (d4) and device manufacture date (h4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment and poor image intensifier angle. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Review of the physician training manual revealed procedural considerations include the importance of a coplanar view; ¿the fluoroscopic viewing angle for valve positioning and deployment should be coplanar to the base ring of the surgical prostheses (if visible).¿ and ¿the typical coplanar angle for mitral valve-in-valve is rao 40-60 degrees.¿ the physician training manual also states the following considerations, ¿in transapical sapien xt-in-sv placement position the guidewire in a superior pulmonary vein to facilitate the appropriate coaxial angle between the transcatheter valve and mitral bioprosthesis.  Insert .035¿ 145 cm soft j wire through the mitral bioprosthesis, exchange for an amplatz extra stiff wire¿. In addition, the training manual instructs: ¿the thv is crimped in a reverse fashion on the ascendra+ delivery system for mitral sapien xt-in-sv, it is important to confirm proper orientation before inserting.  Fabric cuff covered inflow towards balloon tip.¿ review of the instructions for use (IFU) indicates ¿patients with pre-existing bioprostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment¿. In this case, based on the available information, procedural factors lead to the valve deployment in the aortic valve instead of the intended mitral position.  Per report, procedural factors (inadequate fluro/echo) may have contributed to the guidewire being accidentally dislocated towards the aortic valve before the introduction of the prosthesis and the sapien xt valve was inadvertently released in the aortic valve. In addition, the cause of the death was due to patient factors (right ventricle malfunction) and not related to any ew device malfunction. The valve was functioning properly. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, during a procedure with a 29mm sapien xt by transapical approach in valve-in-valve (viv) mitral position, the guide wire was in aortic position instead of in the pulmonary vein resulting in the valve being inadvertently placed in the aortic position instead of in the mitral position. A second 29 mm sapien xt valve was used as a viv in the aortic position due to the valve being crimped for the mitral position and being the incorrect orientation for aortic position. An attempt was made to access the mitral valve again with introducer, but it was unsuccessful due to the patient¿s hypertrophic septum. A decision was made to proceed transseptal with good result. The patient expired due to a malfunction of the right ventricle.  An autopsy confirmed the prosthesis valve was functioning properly.